Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced multiple elevated blood glucose (bg) levels reaching 589mg/dl. Manual injections were administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer stated they were new to using the pump for insulin therapy and their settings were currently being adjusted by their healthcare provider.